Event description:
Report rec'd of an independent rate change. The pump was plugged into ac power when it was programmed ot deliver pitocin at 48ml/hr. The pump was unplugged from ac power at an unspecified time later for the pt to go to the bathroom. When the nurse entered the pt's room after being gone for approx 10 minutes, the pump was found infusing at 3ml/hr. The pump was still unplugged at this time. The nurse plugged the device back into ac power and reprogrammed the device to infuse at 48ml/hr. The pump was unplugged for less than an hour. It was not known if the pump alarmed at all. The device was then removed from clinical service and therapy was continued on a different pump. There was no reported adverse effect to the pt. No medical interventions were required.